Event description:
Estech retractor was cleaned, flash sterilized and brought into this case from a previous case. It was not added to the count. At the end of the case, the assisting surgeon removed the retractor from the patient chest. A mosquito needle was missing, so a chest x-ray was done. No needle was present per radiologist, however "something" was noted on the right side of the chest. This information was given to the nurse. The retractor was discovered on the film. The patient went back to the or for removal of the retractor. No harm to the patient.